Event description:
It was reported that after attempting to detach the coil, it was still attached to the delivery wire. As the device was removed, the coil detached inside the microcatheter. The physician removed the microcatheter from the patient's body without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis of the delivery wire revealed that the coil appeared to have broken off at the detachment zone. The proximal contact was kinked and the delivery wire was bent at 38cm from the proximal end. Information available indicated that the coil was confirmed to be in good condition prior to use. It is probable that the damage to the delivery wire occurred due to handling of the device during procedure and the break was related to unknown procedural factors that limited the coil's performance. Therefore, a root cause of operational context has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that after attempting to detach the coil, it was still attached to the delivery wire. As the device was removed, the coil detached inside the microcatheter. The physician removed the microcatheter from the patient's body without clinical consequences to the patient.